Event description:
During sapheneous vein harvesting procedure saline leaked from the handle, the surgeon had to convert to the traditional full incision method to complete the case. No additional pt complications were reported.